Event description:
Pateitn called lifecor customer support to report that he is getting the "battery pack fault" light when one of his battery packs is in the charger. A review of the patient's downloaded data revealed several battery pack faults. The suspect battery pack was replaced